Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking teeth on the mayfield swivel adaptor (a1018) was not engaging. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield swivel adaptor (a1018) was returned for evaluation. Complaint confirmed via inspection of the unit. The unit was received showing signs of wear, requiring replacement of worn components.

Event description:
N/a.